Event description:
The advocate called for help with the customer's meter. He tested his blood glucose using the customer's contour and received a reading that was lower than usual. While troubleshooting, he performed control tests and received results of 56 and 42 mg/dl. The normal control range was 104-144 mg/dl. The advocate also performed a control test using a new bottle of strips and received a result of 316 mg/dl. The normal control range was 103-143. No adverse events were alleged. Both bottles of strips are to be returned for eval. Replacement test strips were sent to the customer.

Manufacturer narrative:
Info for the second bottle of test strips: contour test strips (10), product code: (B) (4), lot#: 8fc3c52, manufacture date: 06/2008, exp date: 06/2010.